Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. During electrical testing, short circuits were detected between electrode 2 and electrode 4. The redel connector was disassembled for further investigation. No visual anomalies were noted within the redel connector. During further investigation, the device was tested electrically, however no short circuits were able to be confirmed. Room temperature water was cycled through the device with an irrigation pump and no leaks were seen. The device was tested electrically again after cycling the water and no short circuits were found. The redel connector was opened and no corrosion was seen inside the connector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.